Event description:
Device appears to be oversensing on the right atrial and right ventricular lead. Alert: rv lead integrity warning on (B)(6) 2023. Reference report mw5147376. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).